Event description:
It was reported that a NovaSure procedure was completed on an unknown date. The physician also performed hysteroscopy during the NovaSure procedure. The patient was admitted to the emergency room the day after the procedure with extreme pain. The patient was treated for the pain symptoms and was discharged after 24 hours. The patient is doing well, and no additional treatment was needed. No other information is available.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device History Record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during Complaint Investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the Investigation will be reopened accordingly per standard operating procedure.